Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, increased sensitivity, swelling. Patient states he noticed mobility for 3 weeks, x-ray revealed bone loss, implant no longer covered. Patient called office this week stating he felt like implant was moving, tender when chewing. Upon arrival implant was removed by hand. No bleeding.